Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the external device displayed early replacement indicator. The software is up to date indicating this is a true message. A company representative met with the patient and confirmed the issue. Surgical intervention may take place to address the issue.